Event description:
The quadrant underneath the syringe plunger is broken.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4), MFR report # 3003152976-2024-00588 and this complaint will be cancelled.

Event description:
No additional information.